Event description:
(B)(4). I started having very bad periods, bleeding so much I had to wear depends during my periods; started bleeding as long as 6 months at a time. Severe pain in my stomach and abdomen. Nausea, vomiting, not able to eat or drink without getting sick. I am allergic to nickel and have a spot on my arm that has been spreading since I got essure. Pain so severe that I would pass out or fall onto the floor.